Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt exhibited symptoms of anxiety during two separate programming sessions; becoming pale, clammy and feeling faint. The pt's vital signs remained within normal limits. F/u info revealed the pt reported only experiencing the symptoms during programming in the doctor's office. The pt reported receiving effective stimulation and pain coverage.